Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Patient financial services received notification regarding the passing of the customer. The only information provided was the date of death. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. Several attempts were made to contact the family of the customer, however only voicemail could be left. A call back request letter was sent on (B)(6) 2015.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone by the customer's spouse that the customer passed away at home. The customer had been sick for 18 years. The cause of death was coronary artery disease and heart attack. The customer's blood glucose was unknown. The customer's spouse stated she is not willing to answer any other questions and not to call back.